Manufacturer narrative:
The customer was contacted for the return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the report of the defib fault 72 was observed, however it could not be verified during evaluation. To prevent future reoccurrence the pd engine was replaced. Evaluation of the pd engine could not duplicate the reported complaint. Pd engine was scrapped. No emerging trend based on similar reports.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 72" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.